Event description:
Nurse got pt up to bedside chair, looked down and noticed that IV tubing was broken/split in half. To nurse's and pt's knowledge there was no reason for the breakage, it had not gotten caught on anything.